Manufacturer narrative:
The reported complaint is not confirmed as the complaint device was not available for manufacturer evaluation, and the lot number of the suspect device was not provided. As such, a definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. A lot history review was performed of the products shipped to the dialysis center for the three (3) month time frame which immediately preceded the event occurrence date. No information was found and no lots were identified during this review, which sought to identify the lot numbers for all fresenius dialyzers shipped to this account within the selected time frame. A secondary search was performed to identify those dialyzer products, most recently delivered to the user facility, with the noted catalog number (0500325e). No fresenius dialyzers, which met the search criteria, were found to have been delivered to this account within the last three (3) years. As the lot number was not identified by the user facility and since no lot information was identified during the ship history, a manufacturing review was not able to be performed. Therefore, no production records were able to be reviewed for product non-acceptance or deviation in the manufacturing process as it related to the complaint event. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in progress. A supplemental medwatch will be submitted upon completion of these activities. The optiflux f250nr dialyzer assembly product instructions for use (IFU) document lists the following information under the section titled side effects. ¿in rare cases, thrombocytopenia or hypersensitivity reactions including anaphylactic or anaphylactoid reactions to the dialyzer may occur during hemodialysis. Hypersensitivity reactions may cause mild to severe signs and symptoms, including; itching, flushing, hives, swelling, fever, leukopenia, hypotension, hypertension, shortness of breath with wheezing, arrhythmias, and/or respiratory arrest." Clinical investigation: although the patient (pt) has a significant history of leukopenia and neutropenia it appears that the potential of a comorbid cause is possible. This is indicated by the statement of the facility manager that the pt had similar issue with blood counts prior to the initiation of hd therapy. Bone marrow biopsies done after the initiation of hd therapy in an effort to find causality were inconclusive. A possible association exists between the optiflux f250nre dialyzer and the worsening condition of neutropenia and leukopenia. However, without the pts¿ medical history and information related to the pts¿ response to the change in dialyzer a causal relationship cannot be established.

Event description:
It was reported a patient with end stage renal disease on hemodialysis was found to have neutropenia and thrombocytopenia reportedly coinciding with initiation of hemodialysis in (B)(6) 2015. The facility manager indicated the patient is thought to have a history of similar issues prior to hemodialysis initiation. Per follow up with the patient's physician, leukopenia and neutropenia are the main issues. According to the physician, the patient began hemodialysis approximately (B)(6) 2015 using the optiflux 250nre dialyzer with a white blood cell (wbc) count of¿4.5¿ per microliter (/mcl) and neutrophil count of ¿3700/mcl (82%).¿ as of (B)(6) 2016, the wbc was ¿1.6 with neutrophil count of 544 (34% neutrophils).¿ two bone marrow biopsies have been performed which did not reveal a clear cause for the issue. The latest wbc count as of (B)(6) 2017 was ¿1.0 with neutrophil count 12%¿. The patient has been prescribed levaquin (antibiotic) and fluconazole (anti-fungal) prophylactically given the degree of leukopenia. The patient has not required hospitalization or other intervention other than routine adjustments to erythropoietin stimulating agents and continues on hemodialysis using the optiflux 250nre. The physician stated he is not convinced the dialyzer is the cause of the neutropenia but has since ordered a change of dialyzer in order to further isolate a probable cause; however, as of this follow up, the change had not yet been implemented pending approval/receipt of the new dialyzer. The complaint device is not available to be returned to the manufacturer for evaluation as it was discarded by the user facility.